Event description:
It was reported by the distributor that the catheter was implanted without complications. After a few days it showed a leak at the connection between the y-part and the catheter. The catheter was removed immediately.